Event description:
International affiliate reports that revision surgery was performed, due to breakage of the spinal rod.

Manufacturer narrative:
The device has been returned for evaluation. There was no lot code marked on the returned segments of the device. Although no definitive conclusions can be made, preliminary examination of the returned spinal rod found device breakage was likely the result of material fatigue, possibly occurring after repeated loading cycles. As indicated in the accompanying IFU, implants are load sharing devices which can break when subjected to increased loading associated with delayed union or nonunion. The degree or success of union, loads produced by weight bearing, and activity levels, among other conditions, dictate the longevity of the implant. Notches, scratches, or bending of the implant during the course of surgery may also contribute to device failure. A follow up medwatch report will be filed if the full evaluation of the returned device reveals something other than that which is stated above.